Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to being implanted the implantable cardioverter defibrillator (ICD) was interrogated and the device battery longevity showed less than one month. The device was still sealed in the original box, and appears it may have been previously activated resulting in an early battery depletion. An alternate device was utilized for the implant. There was no patient involvement.